Event description:
The facility reports that the child was being lifted from the bed and transferred across a corridor to the toilet. As the child was lowered onto the toilet, the clip broke. The support carer was able to support the child and no injuries occurred.